Manufacturer narrative:
The affected device was examined onsite by dräger service technician and the log file was provided for further analysis. Based on the log entries it could be confirmed that the device posted device failure 42.0002 on 30th june 2021 at 17:09 which was 20 seconds later acknowledged and silenced by the user. The ventilation was not affected by the deviation at that time and continued as set. The device failure remained active and at 17:50 the device performed a restart. Based on the error codes during the event a sequence failure of a software task which monitors the rotation speed was found to be the root cause. The software deviation was solved by the restart. The ¿device failure¿ is a high-priority visual and audible alarm. The IFU state as a remedy to disconnect patient from the device and continue ventilation without delay using another independent ventilator. The device reacted as specified to the detected deviation by performing a restart. During the restart the ventilation is stopped, an audible and visible alarm of high priority is generated, and the pneumatic system opens to allow for spontaneous breathing. A restart last at most 12 seconds after which the ventilation is continued with the last settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that "device failure 42.0002" occurred during patient ventilation. No patient injury reported.